Manufacturer narrative:
On september 15, 2023, mentor received the following additional information. An updated implantation date was provided as (B)(6) 2022. Additionally, the serial number of the complaint device was provided as (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient presented with an infection of the left breast during an in-office visit with a medical professional. The left breast was sitting high and she had concerns of excess skin on the lateral sides of the breasts. She was diagnosed with baker grade iii capsular contracture of the left breast and right implant malposition. As a result, the patient underwent bilateral removal and replacement with 335cc mentor memorygel xtra breast implants on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-10336 for the contralateral event.

Manufacturer narrative:
On september 11, 2023, the mentor analysis lab received the suspect medical device for evaluation. On september 12, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).